Manufacturer narrative:
This report being submitted to provide additional information. Sections contain additional information regarding the corrective action. A correction to the software defect has been developed and will be implemented with customers.

Event description:
This supplemental report is being submitted to provide additional information. Sections contains information regarding the corrective action. A correction to the software defect has been developed and will be implemented with customers.

Manufacturer narrative:
Engineering investigated this issue through code review and patient data; and determined that it is associated with a software defect. When the software defect occurs, the patient's submitted measurements are not populated in the patient's data table. The clinician is unable to view the patient's measurements in the ecarecoordinator clinical user interface. The clinician will not receive any flags to indicate that the measurements were not process correctly, and intervention rules will not be properly applied. Engineering continues to investigate and develop a correction to this issue. A supplemental report will be submitted.

Event description:
Customer reported that they were unable to view the patient's measurements in the clinical user interface of the device. However, the customer could view the patients measurements with a back end tool. The customer did not report any consequences to the patient.